Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 556 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to successfully rewind as well. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Also, moisture damage was noted on the lcd board during visual inspection. Unable to perform the current test, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.